Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked case at the reservoir tube window corners and shifted end cap sticker. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out of limit after a battery change. The blood glucose reading was 68 mg/dl. The insulin pump also alarmed for a failed battery test. The battery cap contacts were not missing or damaged but the battery compartment was damaged. The customer reported a chunk was missing from the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.